Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false downstream occlusion alarms which were reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The. The downstream pressure plate gap was also found out of specification. The downstream tubing guide was replaced.